Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that there is a row of pixels displayed across the touchscreen. Reportedly, the pump is still functional. Customer's blood glucose level was not impacted. Customer has back up manual injections for continued insulin therapy.